Event description:
It was reported that during a routine changeout, the pulse generator was exposed to electrocautery and lost ventricular output. No adverse events occurred to the patient. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.